Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was explanted from patient's left eye due to intolerance to halos, which caused difficulty while driving. Prior to the procedure, the patient¿s best spectacle corrected visual acuity (bscva) was 20/400, which improved to 20/50 +2 as of (B)(6) 2025. The post-operative visual acuity on the day of explant was recorded as 20/80. Details regarding the explant procedure, including whether there was an unplanned incision enlargement, vitrectomy, sutures, or procedural delay, are unknown. The new intraocular lens implanted on (B)(6) 2025, has not been specified. The customer has no further information related to the complaint.

Manufacturer narrative:
Section a2, a4, a6: information unknown/asked but not provided. Section b3: date of event: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.